Manufacturer narrative:
The glidescope go video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor where they were unable to duplicate the reported issue. When connected to a test blade, the device would display an image that was stable and clear with good color rendition. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A verathon complaints specialist followed up with the customer to gather additional information. The customer stated that the device was received and was returned to use at their facility. In addition, the customer stated that there have been no reported issues since. The customer was unable to provide any additional information on the event or devices used during the reported procedure. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go video monitor, the image would disappear intermittently. No delay in the procedure, use of a back up device, or harm to the patient or user was reported.